Event description:
During a cystoscopy procedure, a karl storz cystoscope and sheath was allegedly used. Due to the enlarged prostrate, the insertion was difficult. When the image went dark, the doctor pulled the instruments out and found that the sheath was buckled and ripped and the scope was bent. Doctor obtained another set to try, but couldn't insert as it was causing pain to the pt. The doctor stopped the procedure, put a foley catheter in and sent pt home.